Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose value was 516 mg/dl at the time of incident and current blood glucose is 334 mg/dl. The customer also experienced other blood glucose level was 300 mg/dl, 400 mg/dl. The customer treated with insulin injections. Troubleshooting was done for high blood glucose and under delivery. The customer does not allege the insulin pump for under or over delivery. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump will not be returned for analysis.